Manufacturer narrative:
H6 codes were updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection revealed the device was returned in the original packaging. The anchors were not present with the device. The trigger was depressed completely. A functional evaluation revealed that depressing the device trigger was very stiff. An analysis of the customer provided image appears to show several devices within a box.. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with component failure. Factors which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. This is not duplicate report of report 1219602-2020-02201. The correct lot number was confirmed.

Manufacturer narrative:
Additional information was received indicating the correct quantity of devices. This event was already reported under report 1219602-2020-02190(internal complaint reference (B)(4)). This additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event . This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the fast fix t2 anchor did not trigger. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This is a duplicate report of report 1219602-2020-02201. (Internal ref # (B)(4).